Event description:
An optometrist reported that a patient who underwent lasik was diagnosed with asymptomatic stage 1 diffuse lamellar keratitis (dlk) in the left eye, at the one day postoperative visit. The topical steroid drops were increased, and the dlk resolved with treatment.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).